Event description:
During the course of tonsillectomy surgery it was noted that the pt sustained a burn to the inner portion of his left cheek. It was then identified that the needle electrode had a burn through the insulation resulting in a burn to the pt.